Manufacturer narrative:
Related components of device system: model number/ catalog number: 72404155. Serial number: n/a. Batch/ lot number: 1000231034. Model/ catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that patient sent a letter about his inability to utilize his pump and patient liaison gave him reboot/burp/pull down technique and anti-stiction instructions. He states that he can not fully deflate his device and feels that there is an issue with his pump. Patient also states that the pump is too hard to pump and feels like a rock at times. He has been unable to return to a normal state and have endured 50% erection for several months now. Patient liaison sent him an email with instructions. He will attempt these maneuver and will contact patient liaison if he has further questions or concerns.